Event description:
The home pt (hp) contacted baxter's technical svc center to report receiving a caution negative ultrafiltration (us) alarm with the home choice (hc) machine in drain 3 of 4. The drain volume was 1699 ml and the pt's fill volume was 2000 ml. The total ultrafiltration (uf) at that point was - 1006. The technical service representative (tsr) had the hp reposition and restart the drain cycle. The drain volume was 2694 ml and the hc machine cycled to fill 4 of 4. The total uf was then 514. During f/u with the home pt's daughter, it was noted that this pt is known to be a positional drainer. She occasionally has to stand up and move around in order to completely drain fluid, and they are aware of this issue. The daughter expressed that the pt's total uf reading at the end of therapy tends to fluctuate and she did not understand why. Prod surveillance followed up with the home pt's nurse and requested that add'l info/training be provided to this home pt, and her daughter regarding uf reading with peritoneal dialysis therapy. The nurse agreed. There was no pt injury or medical intervention associated with this report.